Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the competitor device and this right atrial (ra) lead exhibited high out of range impedance measurements. Due to the high impedance measurements, the ra lead switched to unipolar configurations. Approximately four months later, the right ventricular (rv) lead also exhibited high out of range impedance measurements resulting in the lead switching to unipolar configuration. The high measurements persisted on the ra and rv leads. No adverse patient effects were reported.